Event description:
Hmsc reported mode switching episodes which showed oversensing on the atrial channel. Lead trend values are stable. Advised to evaluate lead further. No adverse events reported. Lead currently remains implanted. No adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.